Event description:
Clinical report states there was an intraoperative complication of a femoral bone fracture. The fracture was treated with dall miles cables.

Event description:
Patient's revision operative records were received. Records indicate the patient's bone was fractured during insertion of the trial stem. Part/lot information was updated to an unknown trial component.

Manufacturer narrative:
Changing the femoral stem to an unknown depuy trial stem. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states there was an intra-operative complication of a femoral bone fracture. The fracture was treated with dall miles cables. Doi: (B)(6) 2001 dor: no revision (left hip). Update (B)(6) 2013 - patient's revision operative records were received. Records indicate the patient's bone was fractured during insertion of the trial stem. Part/lot information was updated to an unknown trial component. The instrument associated with this report was not returned. Review of the device history record and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4). Operative records were obtained. The surgeon noted that "his sever obesity further complicated the case in terms of exposure and mobility". The investigation could not draw any conclusions regarding the reported event with the information available but patient factors may have contributed. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.